Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent right atrial (ra) lead and right ventricular (rv) lead undersensing noted on stored electrograms (egm). The leads remain in use. No patient complications have been reported as a result of this event.